Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's lead had migrated and as a result was experiencing ineffective therapy. It was also reported that the patient had discomfort at the ipg site. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.